Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis and the front housing has some dents. After reviewing the event log "no disposable alarms" were recorded. The reported issue was verified but was not duplicated. Delivery accuracy testing on the pump found the pump to be within the published specification of +/-6%. No problem found with the accuracy of the pump. Visual inspection confirms the damaged housing. The upstream and downstream occlusion sensors will be replaced as preventative maintenance. The front housing will also be replaced due to the damage.

Event description:
Information was received that the cadd legacy pump had been bumped against the bathroom counter and then display no disposable clamp tubing. Error 1720. Patient switched to the backup pump with no lapse in dose. Dose: 16 nkm, frequency: continuous, route: intravenously, dates of use: 2018 to current. Infusion is life sustaining. No reported adverse effects.